Event description:
Customer reported obtaining unexpected negative reactions when performing manual capture plate testing.

Manufacturer narrative:
The customer obtained the expected results when performing antibody screening and identification tests on the echo instrument and by manual tube method. Unexpected negative results were only obtained while performing manual plate testing. The customer was advised to replace the washer manifold tubing on the (B)(4) washing station and monitor results.